Event description:
The customer called for help with her contour meter. She alleged that her meter units switched from mg/dl to mmol/l. The meter in question should have had units locked in mg/dl. The customer did not allege any adverse events. The meter is to be returned for evaluation. A new meter was sent to the customer.